Event description:
A company service representative received notification from a facility indicating that there has been a patient with loss of pressure in the eye. No other information was provided. Multiple attempts have been made to acquire additional regarding details of the reported event and patient impact, but none has been received to date.

Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported problem. The infusion pressure and control were checked and no abnormality was observed. The system was then tested and met product specifications. No samples were returned for evaluation; therefore steps could not taken to replicate the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).